Manufacturer narrative:
Additional suspect medical device components involved in the event: dbs leads. Product family: n/I. Upn: n/I. Model: n/I. Serial: n/I. Batch: n/I.

Event description:
It was reported that the clinical study patient, a4010 vercise dbs registry, developed mild impulsivity. The patient was treated with medication and reprogrammed. The event is assessed as unlikely related to the stimulation and not related to the procedure. A2-date of birth: (B)(6).

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450; model: db-2202-45; serial: (B)(6); batch: 5155680. Product family: dbs-linear leads. Upn: m365db2202300; model: db-2202-30; serial: (B)(6); batch: 5149547.

Event description:
It was reported that the clinical study patient, a4010 vercise dbs registry, developed mild impulsivity. The patient was treated with medication and reprogrammed. The event is assessed as unlikely related to the stimulation and not related to the procedure.